Event description:
It was reported the subject device had no contact to the "cv" (complete video) and video processor showed error cleaning contacts, processor was restarted several times, but errors kept returning. The event was identified during preparation for use. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage to the cable unit and loss of water tightness. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the loss of water tightness. Was due to a damage on the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.